Event description:
Boston scientific received information that this patient was hospitalized after receiving shocks. The patient claimed when she lifted heavy boxes, she received shocks. A muscle/pocket manipulation test was performed, which revealed noise in the right atrium (ra), followed by rhythm acceleration. Upon review of the device logbook, several episodes were stored where the same rhythm accerlation had occurred, which resulted in the delivery of inappropriate antitachycardia pacing (atp) and shocks. The decision was made to replace both the ra and right ventricular (rv) leads. All measurements were normal, and procedure completed successfully. Also, it was noted this patient has a family history of sudden death and long qt syndrome. There were no additional adverse patient effects reported. Subsequently, additional information was received that there was no asystole of greater than 2 seconds, and therapy was not exhausted due to the delivery of inappropriate shocks and atp. This patient complained of palpitations, but no other adverse events reported.

Manufacturer narrative:
This rv lead was surgically abandoned, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.